Manufacturer narrative:
A good faith effort was sent to request information regarding initial reporter and patient outcome details, if a response is received, a supplemental report will be uploaded.

Event description:
It was reported that this system with a pacemaker and right atrial (ra) lead exhibited under sensing at a recorded episode, likely related to a supraventricular tachycardia. Furthermore, noise was over sensed, causing inappropriate atrial tachy response (atr) episodes. Technical services (ts) confirmed ra sensitivity is currently programmed at 0.75 mv due to prior noise detected on the ra lead. Reprogramming was considered; however, increasing ra sensitivity may result in a higher incidence of false positive atr events. This system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was sent to request information regarding initial reporter and patient outcome details, if a response is received, a supplemental report will be uploaded. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this system with a pacemaker and right atrial (ra) lead exhibited under sensing at a recorded episode, likely related to a supraventricular tachycardia. Furthermore, noise was over sensed, causing inappropriate atrial tachy response (atr) episodes. Technical services (ts) confirmed ra sensitivity is currently programmed at 0.75 mv due to prior noise detected on the ra lead. Reprogramming was considered; however, increasing ra sensitivity may result in a higher incidence of false positive atr events. This system remains in service and no adverse patient effects were reported. Additional information received indicated that these issues have recurred. The healthcare professional reported abnormal signals on the ra channel, a new atr episode, and subsequent atrial undersensing. Review of the recorded data suggested that the larger signals were consistent with artifact, followed by undersensing of atrial flutter. It was also noted that these sensing abnormalities have been present intermittently for an extended period. An alert was noted for ra pacing lead impedance out of range with measurements greater than 3000 ohms, which triggered an automatic lead safety switch (lss). Ra sensitivity remains programmed at 0.75 mv. Ts recommended programming optimization and advised that a lead revision may need to be considered. It was also noted that the pacemaker is approaching its projected replacement time.

Manufacturer narrative:
A good faith effort was sent to request information regarding initial reporter and patient outcome details, if a response is received, a supplemental report will be uploaded. If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.

Event description:
It was reported that this system with a pacemaker and right atrial (ra) lead exhibited under sensing at a recorded episode, likely related to a supraventricular tachycardia. Furthermore, noise was over sensed, causing inappropriate atrial tachy response (atr) episodes. Technical services (ts) confirmed ra sensitivity is currently programmed at 0.75 mv due to prior noise detected on the ra lead. Reprogramming was considered; however, increasing ra sensitivity may result in a higher incidence of false positive atr events. This system remains in service and no adverse patient effects were reported. Additional information received indicated that these issues have recurred. The healthcare professional reported abnormal signals on the ra channel, a new atr episode, and subsequent atrial undersensing. Review of the recorded data suggested that the larger signals were consistent with artifact, followed by undersensing of atrial flutter. It was also noted that these sensing abnormalities have been present intermittently for an extended period. An alert was noted for ra pacing lead impedance out of range with measurements greater than 3000 ohms, which triggered an automatic lead safety switch (lss). Ra sensitivity remains programmed at 0.75 mv. Ts recommended programming optimization and advised that a lead revision may need to be considered. It was also noted that the pacemaker is approaching its projected replacement time.